Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain and discomfort at the ipg site. It was also reported that the pocket flipped in the pocket causing the pain. As a result patient underwent surgical intervention wherein the ipg site was revised and the battery was also changed to a small battery .post operatively effective therapy was restored.